Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit was not aspirating correctly in irrigation/aspiration (I/a) mode. The patient had the incision made at the time of the incident. Through follow up, the nurse changed the tubing pack and I/a handpiece twice to attempt to resolve the issue but was unsuccessful. The surgery center was not able to complete the procedure with the same unit and a backup unit was used to complete the cataract surgery. The procedure was completely successfully. No patient injury reported.

Manufacturer narrative:
Information in section f provided by the manufacturer. Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. Date of the event was not provided the phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to duplicate the reported issue. The fss proactively calibrated the unit and performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.